Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Upon functional testing latch lock test failed. Event history log was reviewed. No error codes were noted. The reported event was confirmed, and the probable cause of the reported error is failed latch lock sensors. Replaced the latch lock sensors, ground strips, keypad and labels. Updated software. Performed downstream occlusion / upstream occlusion (dso/uso) sensor calibration. Performed performance verification testing, unit passed all testing criteria.

Event description:
It was reported that during testing the pump had an event of cassette not being recognized when attached. There was no patient involvement and no harm reported.